Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returning for eval as there is nothing wrong with the unit. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that an (B)(6), pt, suffered second degree burns to the cheek and neck as a result of the flashfire during a left temporal artery biopsy. The pt was prepped using betadine scrub in a sterile fashion. The physician using an electrosurgical cautery pencil while biopsying the temporal artery with the settings at 25 cut and 25 coag. The pt was on oxygen via a facemask. There was a sudden flash under the drapes which was quickly extinguished. The pt received second degree burns to the face and neck which were treated with bacitracin ointment. The pt has a follow-up consultation with an ophthalmologist and no medical intervention was needed. The customer is not returning the incident generator as they do not think the unit contributed to the reported incident.